Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag and abdominal pain. The cause of the event was not reported. It was reported the patient was hospitalized for the event. The same day as event onset, the patient was treated with amikacin injection (250 mg, intraperitoneal and discontinued) and ceftazidime (1gram, daily and discontinued) for the event. At the time of this report the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.